Event description:
Medtronic (covidien) received information that during a flow diversion treatment of left unruptured saccular cavernous carotid aneurysm, the physician reported a pipeline flex delivery wire hypotube fractured. The anatomy was moderately tortuous. Prior to noticing fracture, pipeline flex deployment was uneventful. The delivery wire hypotube fractured immediately proximal to proximal bumper while it was inside the microcatheters. When the device was fully deployed from the microcatheter, the physician retracted the microcatheter just a mm or so to ensure it was released. The distal section of the delivery system sproinked out of the microcatheter against the outer curvature of the vessel, clearly disconnected from the hypotube which remained in microcatheter. The physician used a snare to capture the fractured off distal end piece. No broken segments remained inside the patient. Subsequently, another pipeline flex device was used according to the treatment plan to cover different sizes of distal and proximal vessel size discrepancy. The pipeline flex device will not be returned because it was implanted, all broken segments of the pushwire and microcatheter will be returned for device investigation. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter and pushwire were returned for evaluation without the pipeline as it was implanted in the patient. The pushwire was found outside the catheter. The pushwire appeared to be broken into 4 segments. The tip coil, dps restraints and dps sleeves were found to be missing. The whereabouts of the missing parts were unknown. It was likely lost during transit back to the manufacturer. Per the initial report, all the broken segments were removed from the patient. The first segment has broken ends at approximately 1.5 cm from the distal tip coil and distal hypotube. The second segment has broken ends at distal hypotube and approximately 64.0 cm from proximal to distal hypotube. These two broken segments were sent for scanning electron microscopy (sem) analysis. The pushwire was found with kinks and bends throughout the pushwire. The microcatheter body appeared to be flattened at the distal tip. Based on the above findings and sem analysis, the customer's complaint was confirmed. The failure modes are consistent with tensile overload failure mechanism. All products are 100% inspected for damages and irregularities during manufacture. Per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.